Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip disposable syringes had cracks in them. The following information was provided by the initial reporter: "I just cleaned off my desk and found some more of the syringes that have a crack."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip disposable syringes had cracks in them. The following information was provided by the initial reporter: "I just cleaned off my desk and found some more of the syringes that have a crack."